Event description:
The facility reported a colleague infusion pump with the reported condition of pump head module 3 showing failure at switch on. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.7 (7.01.00).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem was confirmed during inspection as failure code 550:320:666:0000. The assignable cause of the failure code was identified as a loose wire found on the user interface module to rear case harness. To fix the reported condition, this wire was reconnected. A service history review was performed revealing the reported condition is not related to any previous reported problem with this pump. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.